Event description:
It was reported boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after advancing the device into the choledochus, an unsuccessful attempt was made to inflate the balloon. The device was removed from the pt and the procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual examination of the returned device found that the balloon was ruptured. There was some guidewire damage to the c-channel. The condition of the returned incident device was consistent with the complaint that the balloon failed to inflate. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.